Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Other relevant history: adding the following provided information: the patient had a diagnosis of glaucoma and mild dementia that is contributing to patient's forgetfulness in taking the medications at the prescribed doses and contributing to uncontrolled hypertension. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Patient also reported symptoms of pain, sees and feels lens movement in her eye, and swelling/edema identified in an exam by a retinal specialist. If explanted, give date: not applicable. The lens remains implanted at the time of the report. (B)(6). (B)(4). MDR follow up #1 indicates corrected data; actual is additional information. Date received by manufacturer: 04/25/2013. (B)(4). In follow up with patient's surgeon, it was stated that the patient had two (2) intraocular lenses (iols) implanted, one in each optic. Patient was referred to a retinal specialist and had a steroid shot given by the retinal specialist, date was not provided. Patient was seen a few times post-op by the surgeon who informed the patient that she, the patient, needs to control her high blood pressure and instructed her on the proper usage of glaucoma drops (it was stated that the patient would miss treatments and would double up the usage of the drops, taking more than prescribed). Doctor does not think issue is product related, rather a mild diagnosis of dementia caused by patients uncontrolled hypertension. Patient has pmh (past medical history) of diabetes, glaucoma, hypertension. Doctor stated he will advise her to seek proper management from her general practitioner again, and will talk to her about the possibility of explanting lens. Eye in question is right, not left. Doctor clarified optic of complaint via patient chart. No additional information was provided. A manufacturing record review indicated all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the production order (p/o) was manufactured according to specifications. No deviation or nonconformance (ncr) was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens of the right optic and is experiencing symptoms of discomfort, irritation, blurry vision, and the inability to drive at night. Patient was referred to a retinal specialist who provided a steroid injection. Patient was prescribed eye drops (medication information not provided) and diagnosed with ocular hypertension. No additional information was obtained.